Event description:
The customer reported the system indicated bad video image when playing cine runs. No pt injury was reported.

Manufacturer narrative:
A ge service rep visited site and found that unit needs a cine bridge board. Ordered it and will return when part comes in.